Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The inner shaft is buckled 3mm from the bi-component weld. Functional testing was carried out by attaching an inflation device filled with water to the hub of the device, water leaked from the exit notch. The inner shaft was noticed to have a hole 3mm from the bi-component weld which is consistent with the damage that is seen caused by use of a guide wire. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.